Event description:
A home patient (hp) contacted baxter technical services regarding the patient line becoming disconnected during drain 3 of 7 of the hp's homechoice therapy. The technical services representative (tsr) assisted the hp to end therapy and advised the hp to contact her nurse. Product surveillance contacted the nurse who clarified it was the hp's transfer set that became disconnected from the catheter. The nurse indicated that the hp contacted her the next day (late 2008), the transfer set was changed, a culture was done and antibiotics were added to the hp's dianeal solution. The nurse thought that the patient went into the hospital the next day for peritonitis, then two days later, resumed therapy, and is performing dialysis therapy with no other problems. When the nurse was contacted in early 2009 in an additional attempt to gain information, the nurse refused to give any additional information than what has already been obtained, stating that all she can inform baxter of is that there was no malfunction with the transfer set. The nurse stated that she does not know how or why the transfer set became disconnected, but that this sort of thing is expected with peritoneal dialysis and that is why they have policies and procedures to educate their patients. The nurse indicated that no further information will be made available.